Event description:
The patient underwent a battery replacement today due to normal end of life. Intra-op, impedance reading was greater than 20,000 ohms. During reconnecting the leads, out of range impedances were noted on several reference electrodes. Impedances were not tested prior to the battery replacement. Per patient, the therapy was good prior to replacement. It was noted the doctor was closing. The company representative confirmed that the doctor decided to implant the battery with high impedances. In the post-op area, the stimulation was turned on and the patient felt the stimulation, she even asked for it to be turned down at one point. A second impedance check was ran and it still stated greater than 10,000 and 20,000 ohms on the two different settings. The patient stated that they have regained therapy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant products: product ID 377860, lot # v003663, implanted: (B)(6) 2006, product type lead; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 37752, serial # (B)(4), implanted: (B)(6) 2006, product type recharger; product ID 7435, serial # (B)(4), implanted: (B)(6) 2003, product type programmer, patient; product ID 3487a-56, lot # j0427884v, implanted: (B)(6) 2004, product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.